Manufacturer narrative:
Investigation summary a complaint of a faulty clamp was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues/ damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using an unspecified bd alaris extension set the clamp was defective. There was no report of patient impact. The following information was provided by the initial reporter: a faulty pump clamp on the alaris pump allowed cardizem medication to be administered at a faster rate than ordered at 5ml/hr and pump administered at a bolus rate.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd alaris extension set the clamp was defective. There was no report of patient impact. The following information was provided by the initial reporter: a faulty pump clamp on the alaris pump allowed cardizem medication to be administered at a faster rate than ordered at 5ml/hr and pump administered at a bolus rate.